Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow situation occurred with clearlink system secondary medication set with duo-vent spike during infusion. The medication, albumin, was being infused via a non-baxter pump and the medication only flowed after switching to gravity infusion. An albumin solution glass container was used. No other physical irregularities regarding the product were noted and the set was able to prime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.